Event description:
Customer called to report a high blood glucose level of 536 mg/dl. Customer's current blood glucose reading was 342 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).